Event description:
Reportable based on investigation completed on (B)(4) 2015. It was reported that the tip of the device was bent. During procedure, an ultra ice¿ imaging catheter was used to diagnose unspecified lesion. It was noted that the tip was bent. No patient complications were reported and the patient is fine. However, based on the product analysis a hole was observed at the sheath section of the device at 2cm from the distal end to the proximal end of the catheter.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed a distal tip was damaged, a hole at the sheath section of the device at 2cm from the distal end to the proximal end of the catheter, the transducer was not fully extend on this original position, distance of the transducer to the proximal end of septum is greater than 3mm and the imaging core was damaged in the distal end of the catheter near the tip. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).